Event description:
Customer reported unexpected negative reactions with capture-r ready-screen, when testing a patient sample with a previously identiifed anti-jka antibody. Repeat testing with the same reagents by a 2nd technologist resulted in postive reactions (1+) with the patient sample.antibody ID performed with crrid also resulted in positive reactions (1+) with all the jka positive cells. No red blood cell transfusions or adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
The presence of the jka antigen was confirmed on retention capture-r ready-screen (crrs), lot x201. Retention products performed as expected. The returned patient sample was tested manually with retention crrs lot x201. The sample exhibited very weak reactivity with cell I jk(a+b+), and strong reactivity with cell ii with jk(a+b-). The returned patient's sample was tested by manual tube method panoscreen I, ii and iii, using immuadd as the potentiator. The patient's sample exhibited microscopic reactivity with cell I jk(a+b-) at the antiglobulin phase and no reactivity with cell ii jk(a+b+).